Event description:
A distributor in japan reported an issue with an (B)(4) respiratory humidifier. Upon device servicing at the regional office in japan, it was discovered that the audible alarm was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) respiratory humidifier was returned to the fisher & paykel healthcare (f&p) service center in japan where it was inspected by a trained f&p service technician. The unit was serviced, and performance tested. Our investigation is based on the information provided by the f&p service technician. Results: performance testing of the complaint (B)(4) respiratory humidifier revealed that the audible alarm was not functioning. The unit was repaired and returned to the customer after passing functional and electrical safety tests. Conclusion: we are unable to determine the cause of the reported event. Our (B)(4) product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the (B)(4) heater base. In addition, the product technical manual states that "all servicing procedures shall be followed by a humidifier functional test and an electrical safety test, to ensure proper operation". The (B)(4) is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor in (B)(6) reported an issue with an mr850 respiratory humidifier. Upon device servicing at the regional office in (B)(6), it was discovered that the audible alarm was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation for the subject mr850 respiratory humidifier. We will provide a follow up report upon completion of our investigation.